Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 353 mg/dl. Troubleshooting was performed. The customer changed the infusion set to resolve the issue. The programming, time, and date on the insulin pump were correct. It was found that the customer was not entering his blood glucose when bolusing and has only entered in the food intake. Ran a fixed prime and high pressure test and the insulin pump passed the tests. The customer treated his glucose level with 30.0 units of insulin. The customer's most recent blood glucose was 574 mg/dl. The customer stated that he has taken too much insulin correction. Advised the customer to monitor his glucose level very closely. No further info was provided.